Event description:
It was reported that rotalink got separated. A 2.00mm rotalink plus was selected for use. During the procedure, the wire could not be inserted in to the burr and was noted that the rotalink got separated outside of the patient's body. The procedure was completed with another of the same device. No complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed by inserting a rota wire into the burr catheter and it was able to pass through. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no separation or difficulty to insert a wire through the burr.

Event description:
It was reported that rotalink got separated. A 2.00mm rotalink plus was selected for use. During the procedure, the wire could not be inserted in to the burr and was noted that the rotalink got separated outside of the patient's body. The procedure was completed with another of the same device. No complications reported.